Event description:
Patient reported obtaining a blood glucose result 71 mg/dl on the suspect device. Patient indicated that, at the time the result was obtained, she was feeling dizzy. Pt stated that a neighbor gave her a glass of orange juice. Five minutes later, pt retested blood glucose and obtained a result of 150 mg/dl. No additional treatment was rec'd. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.